Manufacturer narrative:
Section a2, a4 and a5: not applicable as there was no patient contact. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6) 2023. Section d6a: if implanted, give date: not applicable, the lens was not implanted as there was no patient contact. Section d6b: if explanted, give date: not applicable, the lens was not implanted as there was no patient contact. Therefore, not explanted. Section e1: first/given name: unknown, information not provided. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) wasted. The lens was damaged/never was implanted. There was no patient contact. No use error reported. The lens is not returning, discarded. No further information was provided.